Event description:
It was reported that a patient was diagnosed with interstitial cystitis in 2002 and tried the device for control of pain and possibly control of incontinence. The device was implanted in her right hip with a pocket for the implantable neurostimulator (ins). The first couple of months weren¿t much of an issue, and then around the third month the device started to malfunction. It would increase in strength on its own or quit altogether. The patient told her doctor and he was inclined to believe she¿d done it herself, even though she left the patient programmer used to change frequency at home. The patient experienced terrible pain from the incision site and her doctor said it would take time to heal. After two years of ¿putting up¿ with frequent malfunction and pain from having the device put in, she asked her doctor to remove it. A manufacturer representative was at the removal and stated that the device was working perfectly. Currently, the patient¿s spine sent signals to her lower back and it would spasm as if stimulated. The incision site had never gotten better and the pain from sitting or having anything rub against the site was very painful. The patient knew the device did not do what they said it would do. No outcome was reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).